Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Mdt rep called after the inceptiv implant to report they were unable to connect to the ins in the or. They tried multiple times but was unable to connect. Rep said they opened an new ins and was able to connect. Rep called after the implant case was over, so no troubleshooting by technical services (ts). The rep called back to get the report number associated with the case. Tss reviewed how to return the ins that was not used as reported in this case. The caller indicated that they plan to return the ins for analysis.

Manufacturer narrative:
Product analysis #816673908:analysis information the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis finding code: c300/stim ins/other/clinician application anomaly/telemetry anomaly the ins was returned with a system error complaint (code:0x16c89948). When the clinician programmer reads recharge logs from the ins, it expects to timestamp the logs in decreasing order (newest to oldest). This issue occurs when the recharge logs in the ins exist in the reverse order, and the app tries to do a divide by zero operation when computing the average recharge interval, which causes a system crash. The issue was resolved by performing a device reset with a lab clinician programmer. The neurostimulator was reset to clear the system error. Communication with the ins was successful with the a71400 app (version 1.0.2763). The ins was able to communicate with a lab clinician tablet and interface with the a71400 app (1.0.2763). The ins passed functional testing and no issues were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the problems were due to the patient not understand how to use the technology. It was determined the equipment was not faulty.